Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a heat rash on his back under the lifevest. It was reported that the skin irritation had open pustules and that the patient itched the area and caused it to bleed. There is no indication that the patient received medical intervention. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.